Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the ccd camera was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed no image and was not operational. System had to be replaced with another c arm. There was no adverse patient involvement reported. There was no patient information reported.